Manufacturer narrative:
Physio-control has attempted to reach the customer several times to follow up on the reported issue but no response appears to be forthcoming. The device has not been returned to physio-control for evaluation. The cause of the reported issue could not be determined.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer reported that their device would not show an ECG rhythm through the paddles lead. Without this functionality, the device would not be able to analyze the patient's ECG rhythm using a defibrillation therapy cable and therefore would not be able to deliver defibrillation therapy. There was no patient use associated with the reported issue.